Event description:
It was reported on (B)(6) 2015 that the implant surgeon was unable to get two leads implanted. The surgeon assured the patient that he should still get good coverage even though the surgeon could not get the two leads implanted in there. The patient wanted to know if this statement was true and was referred to ask his healthcare provider (hcp). On (B)(6) 2015 the patient stated that he was not getting a whole lot of relief from the implant and the device was just turned on during this date. In addition, the patient was not getting much pain coverage with the implantable neurostimulator (ins). On (B)(6) 2015 the patient stated that when he first charged he could not get it to 3/4ths full and recharging was difficult. It was difficult to hit the "sweet spot," hard to sit and have it running, and kept getting out of position too easily. The patient was speaking in regards to maintaining shaded coupling boxes and it took a long time to recharge. It took over an hour to fully recharge the device even with 8 boxes. The patient was also confused on distinguishing between the coupling bars and ins charge level. At that time the patient was recharging the device and it was half full. Product service specialists (pss) reviewed that it could take an hour to fully recharge at that point. The patient was disappointed with the recharging process and said it was difficult and time consuming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3550-29, lot# n471002, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the implantable neurostimulator (ins) was not working. The patient was indicated for spinal pain.